Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/4/2020. Additional h6 component code: g07002 - conforming device. A manufacturing record evaluation was performed for the finished device pek063 batch number, and no non-conformances were identified. Additional h3 investigation summary: two opened boxes with a total of seven-teen unopened samples of product code 2894g lot # pek063 were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. The following information was requested but unavailable: how many sutures were broken during suturing on this one patient during this single surgical procedure? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Did the suture broken issue in lot number pek063 in 2 boxes occur in multiple procedures? If yes, please provide pc number for each of the procedures procedure name and date? Note: events reported via mw # 2210968-2020-08656, 2210968-2020-08657. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.